Manufacturer narrative:
Section h6 updated to reflect completion of investigation. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The device was discarded at the treating facility and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. H6: removed code d16 and added code d15 under investigation conclusions.

Manufacturer narrative:
H6 code c19: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent a treatment of an av fistula in the upper left arm where a gore® viabahn® endoprosthesis (viabahn device) was intended to be implanted. It was reported the physician was able to reach the target treatment area with no resistance using an unknown sheath and a .035" guidewire (unknown brand). The physician initiated deployment by pulling the deployment line all the way, however, the viabahn device failed to deploy. The deployment line was pulled and removed all the way out of the patient and the viabahn device remained constrained on the delivery catheter. There was no device expansion observed nor deployment line breakage. The viabahn device was removed from the patient through the sheath and the procedure was completed using a new viabahn device. It was reported there was no impact to the patient.